Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the device had met relevant specifications. The product was used for urological care. The reported event is inconclusive as no functional testing could be performed if only photo sample is provided. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purpose. "Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5cc sterile water; 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not accessible for testing.

Event description:
It was reported that the foley catheter was not draining about 2 weeks after being changed. The user had done few sleuthing like cutting the tip off and inflated balloon of the 2 week old catheter, where it showed the balloon material had occluded the inner lumen of the catheter and it was not draining. Per additional information received, at least 7 patients had similar issues, where the foley catheter quit draining. When the user attempted to irrigate, they could get water to flush in, but they could not get any to drain back out. Some had the same issue and when they deflate the balloon or exchange the catheter, it drained. Most of the time patients were noticing the issue about 2-3 weeks after the exchange. Also stated that when a catheter was pulled out of a patient after about 2 weeks and re-inflated the balloon, it clearly showed the blocking in lumen of the catheter. Per follow up via email on 14apr2021, customer reported that they were having issues with 24 fr catheters with various lots. Each case happened at almost exactly 2 weeks after the catheter was inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was not draining about 2 weeks after being changed. The user had done few sleuthing like cutting the tip off and inflated balloon of the 2 week old catheter, where it showed the balloon material had occluded the inner lumen of the catheter and it was not draining. Per additional information received, at least 7 patients had similar issues, where the foley catheter quit draining. When the user attempted to irrigate, they could get water to flush in, but they could not get any to drain back out. Some had the same issue and when they deflate the balloon or exchange the catheter, it drained. Most of the time patients were noticing the issue about 2-3 weeks after the exchange. Also stated that when a catheter was pulled out of a patient after about 2 weeks and re-inflated the balloon, it clearly showed the blocking in lumen of the catheter. Per follow up via email on 14apr2021, customer reported that they were having issues with 24 fr catheters with various lots. Each case happened at almost exactly 2 weeks after the catheter was inserted.